Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded essure coils / could not locate coil, it is in uterus/essure noted within myometrium") in an adult female patient who had essure (batch no. 12526996) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section and myomectomy. Concurrent conditions included hypertension since 2017 and rheumatoid arthritis since 2016. Concomitant products included lisinopril since 2017 for hypertension, ibuprofen for pelvic pain, prednisone since 2016 and tofacitinib citrate (xeljanz) since 2016 for rheumatoid arthritis as well as oral contraceptive nos from 2007 to 2011. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced pelvic pain ("chronic pelvic pain/pain") and fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant) and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with caffeine and minerals nos;vitamins nos (multivitamins;minerals). Essure treatment was not changed. At the time of the report, the embedded device, pelvic pain, weight increased, alopecia, vaginal haemorrhage, menorrhagia and fatigue outcome was unknown. The reporter considered alopecia, embedded device, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff will be forced to undergo a major surgery as a result of her essure implants. Physician has recommended that she have the device removed. Have you had your essure (or any part of the device) removed: no if you have not had your essure removed, are you currently planning for essure removal : yes anticipated or scheduled date : yet to be determined. Trailing coils referenice number: left- 3 , right- 2 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion; other (please describe): left coil partially positioned within the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded essure coils / could not locate coil, it is in uterus/essure noted within myometrium") in an adult female patient who had essure (batch no. 12526996) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section and myomectomy. Concurrent conditions included hypertension since 2017 and rheumatoid arthritis since 2016. Concomitant products included lisinopril since 2017 for hypertension, ibuprofen for pelvic pain, prednisone since 2016 and tofacitinib citrate (xeljanz) since 2016 for rheumatoid arthritis as well as oral contraceptive nos from 2007 to 2011. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced pelvic pain ("chronic pelvic pain/pain") and fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant) and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with caffeine and minerals nos; vitamins nos (multivitamins;minerals). Essure treatment was not changed. At the time of the report, the embedded device, pelvic pain, weight increased, alopecia, vaginal haemorrhage, menorrhagia and fatigue outcome was unknown. The reporter considered alopecia, embedded device, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff will be forced to undergo a major surgery as a result of her essure implants. Physician has recommended that she have the device removed. Have you had your essure (or any part of the device) removed: no if you have not had your essure removed, are you currently planning for essure removal: yes. Anticipated or scheduled date : yet to be determined. Trailing coils reference number: left- 3 , right- 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion; other (please describe): left coil partially positioned within the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2019: pfs and mr received : lot number added, events per pfs: abnormal bleeding (vaginal, menorrhagia), pain, fatigue, embedded essure coils / could not locate coil, it is in uterus/essure noted within myometrium were added. Onset date of events updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.